Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the steri department that it is not possible to clean the screwdrivers. After steri you still can see particles inside the device.

Manufacturer narrative:
Evaluation revealed both set screwdriver to be primary products. No associated products were reported. Investigation revealed no discrepancies in material of manufacturing. Deviations in the inspection documents were not found, the function was given in full on the devices at the stage of delivery. General cleanability of the device in the flexible part was proved during design validation. Tests confirmed, that germ reduction is being achieved significantly better with automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices¿. As both devices had been in use for a longer time (manufactured in 2011/2012) we pre-suppose that they had fulfilled their tasks in former surgeries as intended without problems reported. This risk is already identified and accepted by a medical expert. His comments (excerpts): ¿a surgical instrument with residuals of body fluids or human tissue has no increased risk of infection, if a sufficient sterilization procedure has been made (¿sterile crud¿). ¿ only in the (very rare) case of significant contamination with body fluids from a previous patient with massive infection of lps producing germs a small load of endotoxins (lps) may cause a limited local inflammation, which will be hardly registered by the patient. ¿ during the sterilization process all proteins will be denatured. It is in discussion whether there is still a significant antigenic effect of such denatured proteins. Worst case: very limited local rejection reaction resulting in a limited inflammation, which will be hardly registered by the patient. ¿ otherwise, no negative side effects for the patient have to be expected, if a surgical instrument is contaminated with (incrusted) residuals of body fluids or human tissue from previous surgeries due to insufficient cleaning and / or the design of the instrument, which would not allow for perfect cleaning.¿ ¿the found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ug of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow colour change. Based on the information given and due to above observations an exact root cause could not be determined, but the case is rather related to insufficient cleaning by the user. No non-conformity was identified.

Event description:
It is reported by the (B)(4) department that it is not possible to clean the screwdrivers. After steri you still can see particles inside the device.